Manufacturer narrative:
The insulin pump passed displacement test and self-test. The insulin pump was monitored for 4 days with no time/clock anomalies noted during testing. Programmed multiple boluses and monitored; all boluses delivered and were listed in the bolus history screen. The insulin pump had an intermittent button response on the esc and act buttons due to flattened dome switches. No damage to keypad traces and connector on lcd board it was not unlocked during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a history anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer's mother stated that the time and date on the pump changed automatically. The mother stated that the bolus would not register in the history. The mother stated that the buttons are hard to push. The mother also stated that the gain is greater than 3 minutes within 10 days. The mother also stated that the gain is greater than 9 minutes within 30 days. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.